Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearings of the device were failing was confirmed. An assessment was performed which found that the device failed cutter insertion test. It was determined that this condition was due to the bearings being worn out, damaged, and loose creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out/damaged bearings. The assignable root cause of this condition was determined to be component damage due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the long attachment device were damaged. It was noted that the extension sleeve was damaged, the device was missing balls, the cage was not available, and the ball bearing had fallen apart. It was further determined that the device failed pretest for temperature (less than or equal to 118 °), cutter insertion, and lock operation. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.